Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part/lot combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was completed by cleaning the wound and that there was no impact on the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: part received 10 oct. 2018. Device evaluated by MFR: device history review: part/lot combination are unknown at synthes gmbh, no DHR review possible. The device was received and the investigation summary is as noted: selection investigation site: cq zuchwil. Visual inspection: the handle made from canevasit and is in a very used condition. In particular, the hexagon socket of the chisel handle screw is rounded and worn out. Furthermore, the backside is partially broke off. The broken fragments are not available for investigation. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/ specification review: the review of the manufacturing papers is not possible, because the lot number is not visible on the part. A deeper review of the existing drawing has shown, that from this data a 4 digit lot number was introduced for the chisel. Therefore, it is likely that the complained product was manufactured before this date as the etching for lot number was probably not mandatory at time of manufacturing. Summary: our investigation has shown that the complaint condition is confirmed due to the various damages. Because of that, it is not possible to measure the relevant dimension anymore. This damages were clearly caused post manufacturing. Unfortunately we are not able to determine the exact cause of this complaint. Due to the wear and tear signs, it is likely that this product was an often and intensive used instrument over the years. We suppose that the bad condition of the device before surgery in combination with a mechanical overload situation during use could lead to the damages and contributed to the malfunction of the device. Because of that, it is suggested that severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces should not be used. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Remove lot number from original medwatch, lot number is not visible on the returned part. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the chisel handle eroded and metal bits fell on the surgical wound. This report is for one (1) chisel handle. This is report 1 of 1 for (B)(4).